Manufacturer narrative:
(B)(4).

Event description:
It was reported that a cut was observed on the insulation of the right ventricular lead. No patient symptoms were reported. The lead was capped and replaced.